Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead. Model#: sc-4316, lot #: 19021811, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was visible from an opened pocket site that was infected. The symptoms of infection was the presence of pus. The patient was prescribed antibiotics and underwent an explant procedure because the pocket site was too infected. It was believed that the infection was not device related. The cause of infection was due to the incision site that had been open for multiple days.